Event description:
It was reported that the lock sensor is faulty. Found during testing. No patient harm. During the investigation, it found that the dso seal was delaminated.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. During the investigation it was found that the downstream occlusion (dso) seal was delaminated, and the upstream occlusion (uso) seal was buckling. These were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.